Event description:
Customer alleged while pumping it up it broke and stated like a pin fell out. No injury alleged.

Event description:
Customer alleged while pumping it up it broke and stated like a pin fell out. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805 lift - serial number/date code (B)(4) is approximately 4 years and 2 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has ms and uses diapers. She is bedridden and her medication regimen are unknown . The consumer is a (B)(6) female who is (B)(6) tall and weights (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued mfg. Report #3004493922-2012-00090 with invacare (B)(4) as the manufacturer. (B)(4). No RMA has been initiated for this issue. Model 9805 lift - serial number/date code (B)(4) is approximately 4 years and 2 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer has ms and uses diapers. She is bedridden and her medication regimen are unknown . The consumer is a (B)(6) female who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.